Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Event description:
Boston scientific received information that this patient presented to the emergency room (ER). During the patient's assessment the physician attempted to interrogate the device twice with no success. The field representative was contacted and attempted to interrogate the device three times with three different programmers and wands with no success. It was noted that the patient's device was a boston scientific device and the patient's was not pacemaker dependent. Boston scientific technical services (ts) was consulted and based on the given evidence, recommended device replacement. A replacement procedure was scheduled for the near future. Additional information was obtained that this device was explanted and successfully replaced with a competitors device. The device will be returned for detailed analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified electrocautery marks, likely induced during the explant procedure, but no other anomalies. Attempts to interrogate the device were unsuccessful. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The device case was opened and electrical overstress damage to internal components was noted. The damage to the fuse and internal circuitry most likely occurred during delivery of a high energy shock through a shorted lead; however, the associated leads were not returned for analysis so this cannot be definitively confirmed. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result of the damage to the internal circuitry, a high current drain was induced. This high current drain prematurely depleted the battery, resulting in the inability to interrogate the device or for the device to provide therapy.